Event description:
A malfunction alarm, specifically alarm 20a, was reported during the pump's loading process. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted in loading a new cartridge but the issue persisted, leading technical support to provide a loaner pump as the original pump was out of warranty. The customer was advised to use multiple daily injections as a backup therapy.